Event description:
It was reported that something wasn't right with the controller. It started to become more difficult to find a connection to recharger the implantable neurostimulator (ins) about 2 months ago. The patient said yesterday they were unable to get a connection at all and trying for about an hour. After giving up they had noticed the little black box compartment connected to the cables that went from the wireless pad (that goes against their chest) to the input for the controller and it got really really hot to the touch. The ins had been off since yesterday around 2:00pm and they were unable to charge due to no connection. A replacement product was sent and the one in question would be returned. Additional information was received: it was reported that the issue wasn't resolved and the recharger had a bent connector pin, so another replacement would be sent. Additional information was received: it was reported that the replacement product resolved the issue, their therapy was back to normal and all was well. There were no symptoms noted.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# unknown, product type recharger product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.